Manufacturer narrative:
On previously reported, during a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. The device was not in patient use. The device's detachable battery and system board were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. The device was not in patient use. The device's detachable battery and system board were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning.